Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports inaccurate readings with her meter. Analysis run on clark error grid using mean avg reading (274, 255) as ref point vs bd readings (88, 459, 463, 46) yielded data points in the c/d/e range of the grind, outside of acceptable limits.